Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the hex wrench could not be inserted into the header of the pulse generator. The device was not used and a new device was implanted.